Event description:
An endeavor resolute rx drug-eluting stent, length 24 mm, diameter 2.75 mm, was intended to treat a severely calcified 90% stenosed lad lesion in a pt. It was reported that the resolute stent could not cross a previously implanted 2.5 8 mm stent in proximal lad and on removal, the stent was "broken". The device was inspected prior to use with no abnormalities noted. It was reported that resistance was felt while advancing the device to/across the target lesion and removing the device from the pt. The physician dilated the artery again and another stent was deployed smoothly. The pt was well post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): eval, results: (stent deformation, failure to deliver stent) (severely calcified, 90% stenosis). Conclusions: (severely calcified, 90% stenosis).